Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the article lobar stenting with balloon-expanding metallic stents appears feasible, safe and improves symptoms.

Event description:
Received article titled "covered balloon-expanding stents in airway stenosis". The purpose of the article was to describe an experience with these stents in airway stenosis particularly as a lobar salvage therapy. Per the article adverse events included granulation tissue formation and mucous plugging.